Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing medications during delivery. Attempted to infuse fluids and secondary medications, the pump stated it was infusing both medication and fluids but the fluid was only stalling in the tubing and not infusing into the patient which was a delay in administration of medications. The pump was programmed with the lactated ringers at 125 ml/hr as primary, ampicillin 2 gram/100 ml as secondary at 400 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 h11: an event history log review was performed, and lactated ringers infusion was programmed with 125ml/h and 1000ml vtbi. Multiple (3) uso events occurred with the user opening the door to clear the occlusion for the first event, but not for the others. Ampicillin programmed with 2g/100ml, 15min, 400ml/hr for a secondary. The infusion was stopped by the user. The logfile does not indicate any pump system behavior that would account for the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.